Manufacturer narrative:
Follow-up #1 date of submission 03/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on 03/16/2015 with the following findings: evaluation revealed that the keypad is intact. The down arrow button was intermittently unresponsive and difficut to press. Removed keypad to inspect under contacts, no contamination found under keypad contacts. Down arrow contact is flat/under responsive springback. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.